Event description:
It was reported that the tubing of an interlink vented nitroglycerin set became separated from the luer lock connection. This occurred during a patient infusion. The reporter stated that this separation was observed approximately 14 hours after the set was hung. It is unknown if there was any patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.